Manufacturer narrative:
Two out of three trajectories were within specification. This suggested that there was not a calibration issue with the robot. This was confirmed during a review of the robot by the field service engineer. Further investigation of log files will be carried out.

Event description:
During a deep brain stimulation electrode insertion using the neuromate robot the 2nd electrode out of three had an inaccuracy of 5mm anterior - this is outside of the manufacturers specification the other two trajectories were within specification. The incorrect electrode had to be replaced in the correct place resulting in a longer period in surgery. There was no impact to the patient reported. If the inaccuracy were to happen again, under different circumstances, the possible impact is that it could cause damage if unintended structure are passed through, and an incorrect part of the brain may be operated on. Although it is unlikely that this issue could result in death or serious injury, there is a potential for such an outcome in the worst-case scenario.